Event description:
It was reported that the patient came in on 2014 (B)(6), and everything was fine. It was noted that there was an urgent care visit. On 2014 (B)(6), the patient had abdominal pain ¿on their pump.¿ it was further noted that the skin was all red around the pump, and there was edema; it was ¿like there was an infection.¿ the location of the pain, infection, and edema was specified at the device pocket. It was noted that the physician did a ¿ponction,¿ and noted that the ¿aspect¿ was infected. Diagnostic testing included an examination, which was noted as abnormal; no culture was taken. Additionally, blood analysis revealed that the crp (c-reactive protein) and ¿leuco¿ (leukocyte count) were high, which confirmed an infection.¿ as a result, the pump and catheter were explanted and not replaced. It was noted that relatedness was only procedure related; there was no alleged pump or catheter issue. Patient history included the use of non-intrathecal movement disorder and/or pain prescription medications, and trialing was conducted with the patient prior to implant. On 2015 (B)(6), it was further reported that the outcome was resolved with sequela. The infection was still present, and they had to ¿do the dressing every day.¿ the patient received ¿atb¿ (antibiotics) 4 times a day. The pump was being used to deliver infumorph; the patient did not use baclofen or morphine sulfate in the infusion pump.

Manufacturer narrative:
(B)(6). Product ID 8780, lot# 0208906281, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was further reported that he products were destroyed following hospital procedures. Should additional information be received a supplemental report will be filed.

Event description:
Further, the outcome of the event was now reported as resolved without sequelae with a resolution date of (B)(6) 2015. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
The previously reported (B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr). It was reported the clinical diagnosis was updated from "infection" to "infection on the back side".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-mar-22, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr). It was reported the identified clinical diagnosis was updated from "infection on the back side" to "implant site infection".

Event description:
It was further reported that the clinical diagnosis was changed to infection; the device diagnosis was reported as "not applicable." It was noted that the event resulted in a serious deterioration in the health of the patient; however, it was not a life-threatening illness or injury, nor did it result in permanent impairment of, or damage to a body structure. The event did result in prolonged hospitalization. As of (B)(6) 2015, the outcome of the event was changed to ongoing; there was no intention to replace the device, due to infection. The outcome was changed, and was reported as "ongoing." Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.